Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and reproduced during service evaluation. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. The user interface module software version is 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.